Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/03/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/26/2014 with the following results:a review of the black box showed multiple replace battery alarms on 06/04/2014. A visual inspection of the pump showed that the battery compartment and returned battery cap were intact. The cap was able to fully tighten on to the pump with no power loss. Investigation intermittently duplicated the replace battery alarm; however after multiple attempts the alarm was not reproduced. The pump was exercised for 24 hours with no alarms or power loss. The pump¿s current draws were found to be within specifications. An unidentified printed circuit board failure was found. No evidence of moisture or loose components was found inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery life issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.